Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. While the mitral regurgitation (mr) grade ultimately remained unchanged as a result of the clip, the reported patient effects of worsening mr and mitral valve damage (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported papillary muscle rupture (tissue damage) could not be identified. The reported unchanged mr is likely a secondary effect of the papillary muscle rupture, as it was reported that the rupture caused persistent severe mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: steerable guide catheter. Implanted mitraclips (2). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This event is filed for papillary muscle rupture noted after mitraclip implantation. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr) of mr grade 4, underwent a mitraclip procedure. The first clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet, with no reduction in mr. A second clip was implanted medially to the first, but during implantation, a moderate shunt was noted coming from the atrial septum. This was evaluated as a possible tissue laceration caused by the steerable guide catheter (sgc). A third clip was implanted to reduce the mr; however, it was noted that a papillary muscle had partially ruptured, causing persistent severe mr. An attempt was made to implant a fourth clip; however, the clip was unable to grasp the leaflets to reduce the mr. The mitraclip procedure was aborted, with the post-procedure mr remaining at grade 4. No additional information was provided.